Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. E2 / e3: three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 13 years since the device was manufactured, the phenomenon likely occurred due to fatigue with long-term use, impact of the lamp itself, or temporary malfunction of the light source unit. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the users request was confirmed. The evaluation determined both lamps were dead. In addition, the battery was dead and not holding settings and the video connector and connector block were both found to be worn, causing a poor connection to the scopes. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus, there were blown lightbulbs on an otv-si, video system, observed prior to an unknown procedure. There were no reports of patient harm associated with this event.